Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the tibial component was opened, the sterile packaging was identified to be damaged. As sterility of the implant could not be ensured, another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.